Event description:
Pt undergoing podiatry surgery and c-wire .062 spade (1.57mm) fracture and retained piece of 1.3cm remained in the medial cuneiform. Lot 1177841, ref (B)(4) conmed corporation. FDA safety report ID #: (B)(4).